Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument tip did not open enough during use. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument jaws were not stuck on tissue when the issue occurred, and the instrument was not in strong grip mode. The instrument did not collide with any other instrument or tool during procedure. The surgeon was dissecting the uterus tissue using the instrument when the issue occurred. The customer used a backup instrument to complete the surgical task. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip. As a result, the instrument could not operate properly. The grips did not show cracking damage. The complaint was confirmed by failure analysis. In addition, the instrument was found to have multiple indentations/burrs on the edge of both sides of the force amplification pulley. There were no pieces missing. The instrument was also found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.